Event description:
It was reported a patient experienced cellulitis and phlebitis following the use of clearlink continu-flo set. This occurred while the patient was in the hospital, however, it was not reported if the event prolonged the hospitalization. The treatment and outcome were not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). If additional relevant information is obtained, then a follow-up report will be submitted.